Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaints types events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2, -11.0 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. It was noticed that the lens tore during injection. The lens was explanted the same day. On (B)(6) 2017, a second similar lens was implanted and it was successfully implanted.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a lens case/vial. Visual inspection found the lens returned in two pieces and a haptic bent. Device manufacture date: it is corrected from 20-jan-2017 to 19-jan-2017. (B)(4)